Event description:
The customer reported that they could not acquire an ECG waveform via pads during a pt event. There was no reported negative outcome for the involved pt.

Manufacturer narrative:
This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.